Manufacturer narrative:
Patient information was unavailable from the site. The site has had no issues with the image quality and brightness after the site performed gain calibrations, and the dark image issue could not be recreated. The image was not saved to the system. The inaccuracy could not be recreated either. Part not returned.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was able to get a lateral image but it was much darker than the anterior-posterior image. While navigating off that spin, it was noticed there was a 3 cm inaccuracy. There was no patient impact reported and no delay to surgery. The site has had no issues with the image quality and brightness after the site performed gain calibrations, and the dark image issue could not be recreated. The image was not saved to the system. The inaccuracy could not be recreated either.

Manufacturer narrative:
Corrected manufacturer information from medtronic navigation, inc. ((B)(4)) to medtronic navigation, inc. ((B)(4)).